Manufacturer narrative:
The complaint is under investigation.

Event description:
It was reported that at the start of a vitrectomy procedure, the cutter did not perform as intended. The user was not able to resolve the issue and it was decided to abort the surgery and reschedule it for the next day. The patient was under local anesthesia and incisions were already made. No report that actual patient harm occurred.

Manufacturer narrative:
With regards to this event, an eva vitrectomy module was received for investigation. Investigation of the returned module revealed the module did not function within specifications. One of the cutter valves was defective and therefore could not close and open properly. A DHR review did not reveal any anomalies. Review of the complaint database indicated that no similar complaints have been logged on the eva surgical system subject to this complaint until today. Based upon the investigation results, it was determined that this event is attributable to a random component failure of a valve inside the vitrectomy module. Trend analysis indicates that the product is performing within anticipated rates. Therefore, no remedial or corrective/preventive actions will be undertaken at this moment. Complaints will be closely monitored to identify any significant adverse trends.

Event description:
It was reported that at the start of a vitrectomy procedure, the cutter did not perform as intended. The user was not able to resolve the issue and it was decided to abort the surgery and reschedule it for the next day. The patient was under local anesthesia and incisions were already made. No report that actual patient harm occurred.